Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tachy therapy of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had been programmed off due to an unknown reason. Additional information is being requested from the field. The system remains implanted. No adverse patient effects were reported.